Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply.

Manufacturer narrative:
One i3 model cm1100 with serial # (B)(6) and accompanied by one i3 accessory set were returned for evaluation.visual inspections of unit revealed exposed wires coming from the power supply. No arcing evidence was visible on the wires. Power supply was useable by preventing any twisting of the power supply cable. (Illustration provided). Due to the damaged power supply, it is recommend replacing the damaged power accessory. Software malfunctions occurred during boot-up. Handheld failed to boot to the welcome screen. Patient data back-up failed via non-mountable compact flash. Unit failed diagnostic-test (reference attached results). The failures during diagnostic-testing, are linked to a non-mountable compact flash, affecting pre-condition check, main unit s/n check, formatted compact flash, and exception errors observed during barometric sensor (arm & dsp), accuracy/noise, distance/home tests. It was reported that the pes would not boot up past the load screen - confirmed. Root cause attributed to non-mountable compact flash. Customer reported pes unable to take readings. - confirmed. Due to the corrupted compact flash, pes was unable to take and/or send patient readings.